Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they turned down their device and the burning sensation was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient's antenna/recharger was getting hot while recharging. No symptoms were reported for the patient and no further complications were reported or anticipated. Additional information was received from the patient. The patient reported that they were feeling a burning sensation while charging their implant. They stated that the issue started the weekend prior to the report, and they were ¿still burning¿ on the day of the report. The patient indicated that they were sent a new recharger after previously calling into patient services. They mentioned that they hooked the new recharger up, and it took them 3 hours to charge. The patient stated that they tried again on wednesday prior to the report, and it worked perfectly; the implant charged in less than an hour. Patient services reviewed changing the temperature and speed and walked the patient through changing the speed from 4 to 3. The patient was redirected to follow-up with their healthcare provider if they continued to have issues. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were having trouble with their recharger. They had been sitting for an hour and 50 minutes and charged the battery from 60%-90% and it was getting so hot they had to unplug it. Consumer reported they met with their manufacturer representative who said to get their recharger replaced in case it was bad. It was reported that the manufacturer representative reported they had 2-3 of them that had ¿gone bad.¿ no further complications reported/anticipated.